Manufacturer narrative:
Device is used for treatment, not diagnosis report is for unknown screws, quantity 8. Cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Two x-rays were provided for review 1 ap and 1 lateral. The report completed from the x-rays on 1/6/2014 reported that upon initial inspection of the lateral image it appears that 3 zero-p implants were implanted from c4 to c7; one at each intervertebral level. The zero-p at c4-5 appears to be intact; the construct at c5-6 shows one screw backing out of the plate from the inferior cervical body, c6. The construct at c6-7 appears to be intact. The lateral image also shows remodeling at the c5-6 level with the formation of anterior osteophytes at the anterior inferior margin of c5 and anterior superior margin of c6. It also appears that the c-5-6 construct may have subsided slightly into the superior plate of c6. A review of the ap image shows that the constructs at c4-5 and c5-6 are placed midline and the inferior screw on the left side at c5-6 is not locked to the plate. The construct at c6-c7 appears to be left of midline; however this finding cannot be fully confirmed due to the poor image quality and inability to assess image spine rotation and true ap position. Per the complaint information 2 cages had to be removed however it is not clear as to which devices were or were not removed based upon the x-rays presented. Postoperative x-rays were not available at the time of this assessment. A product development evaluation completed on (B)(6) 2014 reported no material was returned for evaluation, only the two x-rays were returned with the complaint, showing back out of the right caudal screw of the middle zero-p implant in the 3-level construct. One possible reason for screw back-out is that the surgeon did not use the torque limiter (03.110.002) of 1.2nm during final tightening. No design related root cause can be identified. Based on the received information, the root cause for the screw back out cannot be determined

Event description:
Device report received from synthes (B)(6) reports an event in (B)(4), as follows: patient was implanted with a 3-level zero-p construct on an unknown date. The patient was returned to the operating room on (B)(6) 2013 for removal of 2 cages and 8 screws due to pseudoarthrosis. The third cage had fused and was not removed. One of the cages was dislocated and the screws could be removed with the screw inserter, the plate was removed from the cage and the cage lifted out of its space with chisels as there was no way to attached the original cage inserter. Total surgery time was approximately 4 hours. This report is for unknown screws. This report is 2 of 2 for (B)(4).